Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a system explant due to infection. It was suspected that the source of the infection was due to the initial implant procedure. The patient did not experience any consequences and would be re-implanted at a later time.